Event description:
The product was returned because the pump showed a cassette error. Further investigation found that the downstream occlusion sensor was contaminated. This issue was determined to be reportable. The event occurred during pre-test. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. The cause of the reported issue was the downstream occlusion sensor was contaminated. This was determined to be a reportable issue. The downstream occlusion(dso) sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.